Event description:
The lead was returned to the manufacturer after being explanted. No information was received with the lead, nor is the serial number available - no follow-up could be conducted. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Product event summary : the full lead was returned and analyzed; analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).